Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument to perform failure analysis. The maryland bipolar forceps instrument was analyzed and failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wires at the distal area. Further investigation of the instrument confirmed the initial observation. The instrument failed continuity test for one of the grips. No obvious damage was seen on the conductor wire at the distal end through visual and microscopic inspection. The instrument housing was removed, and no residue or contamination was found on the board pins that could cause a break in the circuit for the grip failing electrical continuity. The instrument was disassembled, and the conductor wire had broken at the proximal end, near the roll gear junction. The conductor wire damage at the proximal end confirms the customer reported event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the energy output of the maryland bipolar forceps instrument was allegedly inadequate. The instrument did not output enough energy during coagulation, even though the effect and power was increased. It was further reported that the same instrument was used during a subsequent procedure and the same issue was experienced. The instrument was replaced to the backup on both procedures to complete the procedure. No patient injury was reported.